Event description:
Pediatric neurology (2010) published "grade IV fetal intracranial hemorrhage with good cognitive function" . The report discussed a child with a grade IV intracranial hemorrhage diagnosed by in utero ultrasound at 28 weeks of gestation, and confirmed by fetal magnetic resonance imaging at 29 weeks of gestation. At day 2 of age, the child received a left ventriculoperitoneal shunt with a low-pressure omnishunt system. She was discharged at day 10 of age. At 2.5 months of age, the child presented with fever because of shunt infection with coagulase-negative staphylococcus. The shunt was revised with a water-resistance bactiseal integral system. At age 27 months, she demonstrates good cognitive function.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. The complaint is logged based on event reported in a publication issued in 2010, no traceability details are available, no device history records review could be performed. The reported shunt infection is most likely related to standard infection from normal human flora secondary to surgery.